Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's blood glucose was unknown. The customer stated the no delivery alarm was resolved by a complete set change. Customer declined to return their infusion set and reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.